Event description:
I had the device essure implanted in (B)(6) 2008. The implantation of the device went smoothly with no complications and very minimal discomfort. I was awake for the procedure and there was a representative from conceptus present. Both doctor and conceptus rep were very pleased with the implantation and said everything went well. I was very satisfied with the essure for the first 3 years of implantation. In (B)(6) 2011, I started experiencing sharp pains in my left pelvic area. The pain felt like a twisting stabbing pain that radiated to my hip and lower back. That same month my periods became extremely heavy with very heavy clotting. I went to see my gyn. He did my yearly pap along with an ultrasound and all seemed "normal". That same year 2011, I went back on 4 separate occasions to see the gyn. All with complaints of pelvic pain, heavy bleeding, and what felt like uti's. Again he did sonograms and all seemed "normal". In 2012, I started experiencing extreme fatigue along with severe pelvic inflammation. I also continued experiencing what felt like uti's. I started seeing my primary doctor thinking maybe he could figure out what was wrong. After having blood work done, my results came back that my thyroid was overactive. That explained the fatigue but not the pain and inflammation. He then sent me to see a endocrinologist, a urologist, a gastroenterologist. All ran test but all came back normal! In 2013, the pain, inflammation and pressure reached a whole new level. The constant inflammation had now put pressure on my bladder and I started leaking urine. Finally I decided to change gyn's and get a second opinion. The new doctor did a sonogram which looked "normal". He sent me to a new urologist who sent me for a CT scan of my bladder. On the CT scan, it showed the essure implant looked "normal". I had a small lesion on my kidney so they sent me for an MRI. Again essure looked "normal". After taking all test results back to my new gyn and he could not explain the pain and inflammation we agreed to do a laparoscopic salpingectomy to remove the essure device. On (B)(6) 2014, three years after I started experiencing pain and inflammation and six years after implanting the essure, I had a bilateral salpingectomy. When the doctor removed the tubes with coils, he noted that the coil in the left fallopian tubed was twisted and kinked up. The constant pain and pressure I had been feeling in my left pelvic region were alleviated as soon as the essure device was removed. The constant pressure in my bladder is now also gone! I choose to use essure as a permanent form of birth control to avoid having the surgery necessary with a tubal ligation and ended up having a bigger surgery just to have them removed. Not to mention the years of pain and money spent on doctors visits just to receive a proper diagnosis. The biggest problem with the essure device is the difficulty in diagnosing a problem with the device. Unless the device had actual migrated from the proper position, there is no way of telling if the device is causing harm.